Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The magnesium reagent lot number and expiration date were requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they receive discrepant results for one patient sample tested with magnesium gen.2 on a cobas 8000 c702 module. The sample resulted in magnesium values of 1.550 mmol/l and 0.770 mmol/l.